Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 21 june 2021. A supplemental 3500a report will be submitted once the product investigation has been completed. This is one of three (3) products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2021-00207, 3008114965-2021-00214, and 3008114965-2021-00215. Updated sections: d.9, g.3, g.6. H.2, h.3, h.6, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Initial reporter facility name: (B)(6). Initial reporter phone: (B)(6). The initial reporter email address is not available / was not reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (30487605) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. This is one of three (3) products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2021-00207, 3008114965-2021-00214, and 3008114965-2021-00215. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a stent-assisted coil embolization procedure, after the physician implanted a medtronic coil, the physician inserted the 4.5mm x 22mm no distal tip enterprise® vascular reconstruction device (enc452200 / 6253757) and delivered it to the target position via the 150cm x 5cm prowler select plus (606s255x / 30487605). When the stent component was half deployed, the physician thought the position should be adjusted. He planned to withdraw the stent back into the microcatheter, but the attempt was not successful. The physician withdrew the stent and the microcatheter from the patient. Outside the patient¿s body, the microcatheter was observed bent. The physician switched to a new stent (medtronic) and microcatheter to complete the procedure. There was no report of any patient adverse event or complication as a result of the reported issue.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during a stent-assisted coil embolization procedure, after the physician implanted a medtronic coil, the physician inserted the 4.5mm x 22mm no distal tip enterprise® vascular reconstruction device (enc452200 / 6253757) and delivered it to the target position via the 150cm x 5cm prowler select plus (606s255x / 30487605). When the stent component was half deployed, the physician thought the position should be adjusted. He planned to withdraw the stent back into the microcatheter, but the attempt was not successful. The physician withdrew the stent and the microcatheter from the patient. Outside the patient¿s body, the microcatheter was observed bent. The physician switched to a new stent (medtronic) and microcatheter to complete the procedure. There was no report of any patient adverse event or complication as a result of the reported issue. The complaint device was returned for evaluation and analysis; the investigational finding is documented below. Investigation summary: a non-sterile 150cm x 5cm prowler select plus microcatheter was received coiled inside a pouch with the 4.5mm x 22mm no distal tip enterprise® vascular reconstruction device stuck inside it. Visual inspection was performed. The device was observed with a slightly compressed condition at the tip section. No other damage nor anomaly was observed during the visual inspection. Functional evaluation: the 150cm x 5cm prowler select plus microcatheter was flushed with warm water with the intent to remove the enterprise stent component from the microcatheter lumen. The stent could not be removed from the microcatheter. X-ray inspection was performed to check on the condition of the stent. The stent was observed still attached to the delivery wire; the braided mesh portion of the stent is without any appearance of damage. Dimensional analysis could not be performed. The inner diameter (ID) and outer diameter (od) of the microcatheter could not be measured with the stent component stuck inside the microcatheter lumen. A review of manufacturing documentation associated with this lot (30487605) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. The complaint documented that the 150cm x 5cm prowler select plus microcatheter was used to deliver the 4.5mm x 22mm no distal tip enterprise® vascular reconstruction device to the target site during the stent-assisted coil embolization procedure. When the stent was half-deployed, the physician attempted to readjust the position and was trying to withdraw the stent back into the microcatheter but the attempt to retract the stent was not successful. Based on the stent component being stuck inside the microcatheter due to residues of dried saline solution, the reported issue was confirmed. The residues of the dried saline solution indicate that flushing during the procedure may not have been adequately maintained through the microcatheter during the procedure. It should be noted that product failure is multifactorial, the instruction for use (IFU) contains the following warnings and recommendations: never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement against resistance may result in damage to the vessel. Do not attempt to use infusion catheters without flushing first to hydrate the coating. Failure to do so may compromise the coating and lubricity of the catheter. Prior to use, flush the catheter lumen with heparinized saline solution by attaching a saline filled syringe to the catheter hub. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of three (3) products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2021-00207, 3008114965-2021-00214. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.